Event description:
It was reported during use the bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes had under-fill or low draw of a tube with blood and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: ¿the tubes arrive coagulated at the laboratory, and not filled up correctly. The tubes "apparently" have the correct level of anticoagulant inside.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to draw volume/ clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® 9nc 0.5 ml 0.129m blood collection tubes had under-fill or low draw of a tube with blood and clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: ¿the tubes arrive coagulated at the laboratory, and not filled up correctly. The tubes "apparently" have the correct level of anticoagulant inside.¿